Event description:
3 bags leaked at the top of drip chamber where tubing enters. Rptr called MFR. But states no response to his phone message. Pt did not receive indicated amount of formula as seen on infusion pump.